Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire stuck in the wire lumen of the balloon. The 99% stenosed target lesion was located in a calcified and severely tortuous unspecified vessel below the knee. After the lesion was dilated, an unspecified guide wire was removed and exchanged to another unspecified guide wire. While attempting to insert the new guide wire, the guide wire became stuck in the wire lumen of the sterling balloon and the guide wire and the balloon catheter were removed as one system. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4). Returned product consisted of an over-the-wire sterling es balloon catheter with no other devices. The sterling es catheter was received in an sterling es shelf box without the inner pouch and carrier tube. It was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. Visual and tactile inspection of the balloon revealed that the tip was damaged. Examination of the material surrounding the tip damage did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. The inner diameter (ID) of the tip was measured using a calibrated pin gauge set. The ID of the tip and the proximal end of the guidewire met specifications. A new guide wire was advanced all the way through the wire lumen with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).